Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to a hole in the cuff. The balloon was drained and left in patient and a new balloon was implanted. The cuff was removed and also replaced. There were no patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of hole/perforation. The observed pinhole in the cuff shell was determined the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) cuff was thoroughly analyzed. [The cuff] was visually and microscopically inspected, and leak tested. A pinhole fluid leak was identified in the cuff shell, consistent with wear at a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to a hole in the cuff. The balloon was drained and left in patient and a new balloon was implanted. The cuff was removed and also replaced. There were no patient complications.